Event description:
It was reported from a cord blood transplantation facility that after thawing a frozen cord blood unit and spiking the infusion bag, a leak was observed.

Manufacturer narrative:
Unless substantially significant information is received, this constitutes a final report.